Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was implanted into an eye of a (B)(6) male patient but the lens would not stay in place so the lens had to be removed. Further, it was reported that the lens would not sit right in the eye due to patient anatomy. The doctor had to do a slight incision enlargement and used a suture. There was no vitrectomy and no patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and only one half was received, most likely to make the removal from the eye possible. The lens part was visually examined. It had debris and scratches on the optic region. Only one haptic was present. The lens not being able to stay in place can't be verified through visual inspection of the lens. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.